Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the centrifuge bowl came out of the bowl holder during the treatment, after 140 ml of whole blood had been processed. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. A mallinckrodt technical service engineer arrived at the customer site on 28-sep-2023 to evaluate the instrument. The technical service engineer reported a blood leak was observed in the centrifuge chamber. The kit return was requested; however, the customer discarded the kit. The customer returned a photograph for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m317 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m317 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer supplied photograph verifies the drive tube leak as blood splatter is visible in the centrifuge chamber. In addition, the mallinckrodt technical service engineer observed blood in the centrifuge chamber upon arrival at the customer site. The photograph shows the centrifuge bowl had dislodged from the centrifuge bowl holder and the drive tube is severely twisted. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the centrifuge bowl not being properly secured into the bowl holder during installation of the kit by the end user. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot passed all lot release testing. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 04 dec 2023.